Event description:
The farawave ablation catheter was selected for use during the procedure to treat atrial fibrillation (a fib). It was reported that during the procedure the catheter became difficult to control when trying to switch the shape to basket, and guidewire became stuck. The catheter was removed and was checked but issue persisted. The catheter was replaced it with a new one. The procedure was completed successfully without patient complications. The device is expected to be returned for analysis.

Manufacturer narrative:
When the catheter was first received at boston scientific's post market laboratory the device was visually inspected, and no abnormalities were noted. Next, the catheter was functionally tested by inserting a guidewire into the device and successfully deploying the catheter to every deployment configuration. Next, they tested the flush tubing of the catheter and were successfully able to irrigate the device with no issues. Based on all available information it was determined that there was no problem detected with the returned device. There were no malfunctions or defects present that could have caused or contributed to the reported events.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
The farawave ablation catheter was selected for use during the procedure to treat atrial fibrillation (a fib). It was reported that during the procedure the catheter became difficult to control when trying to switch the shape to basket, and guidewire became stuck. The catheter was removed and was checked but issue persisted. The catheter was replaced it with a new one. The procedure was completed successfully without patient complications. The device is expected to be returned for analysis.